Event description:
A report was received that the clinical patient, study a4010 vercise dbs registry, experienced a seizure which was moderate in severity. The patient was treated with medication and the event resolved the same day. The event is assessed as causally related to the procedure and possibly related to the device.

Event description:
A report was received that the clinical patient, study a4010 vercise dbs registry, experienced a seizure which was moderate in severity. The patient was treated with medication and the event resolved the same day. The event is assessed as causally related to the procedure and possibly related to the device.